Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury (torn leaflet) could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a bi-leaflet prolapse. An ntw was inserted, reducing mr to a grade of 1. After releasing the clip, it was noted there was a tear in the valve, and mr slightly increased to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.